Manufacturer narrative:
Date sent: 01/14/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that the surgeon used the device for ligating the cystic artery during an unknown procedure. The clips were falling out without completed form. Another device was used to complete the case. There were no adverse consequences for the patient.